Manufacturer narrative:
Age of time of event: 18yrs or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The balloon and inflation lumen (shaft) were bloody. The balloon was soaked in a warm water bath for 1 day. The tip, balloon, markerbands, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection of the device revealed a burst in the balloon material that was 3mm in length. Inspection of the rest of the device found no other damage or irregularities. The returned device was functionally tested by attaching an inflation device (filled with water) to the hub of the catheter, and positive pressure was applied. The balloon could not inflate and leaked at the burst in the balloon material. The reported failure to dilate was confirmed.

Event description:
Reportable based on device analysis completed on 26apr2019. It was reported that inflation failure occurred. The target lesion was located in a coronary artery. A 2.75mm x 15mm quantum maverick balloon catheter was advanced for dilatation. During the procedure, the balloon was inflated twice to 18 atms; however the balloon was unable to be fully dilated. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, device analysis revealed a burst in the balloon material.